Event description:
For colorectal case, a covidien 1837 blunt tip ligasure (ref lf1837) was opened per usual for the case. When the surgeon went to use the device, the insulation toward the tip of the device broke off/peeled off and it was removed from the field. (The cord was cut when the instrument was passed off the field.) A second covidien 1837 blunt tip ligasure was then opened.